Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test. Customer's blood glucose value was 93mg/dl. Customer was advised to revert to back up plan per healthcare professional¿s instructions. The insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit was received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery or failed battery test alarms noted during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.